Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had an hardware low level failures. The customer¿s blood glucose was unknown. Customer states they are not able to rewind the pump. Customer also received drive count error boundaries exceeded after movement and drive count/time values or changes incorrect for moving or coasting. Customer states that self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime test, basic occlusion test, occlusion test and rewind test. No drive count or time values or changes incorrect for moving or coasting and too slow or too fast error and drive count error boundaries exceeded after movement error noted during testing. The motor was tested outside of the device and passed. Hardware low level failure alarm confirmed in the device history file due to broken trace on keypad assembly.